Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode. A field service engineer (fse) rebooted the station during repair work. Fse cleaned the electronic drawer, communication sled and power supply. Fse cleared the debris from bottom edge of back panel and reseated the drawer cable. Fse advised the customer to contact the information technology to troubleshoot the data jack. Fse tested all drawers and the cabinet. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was not allowing nurses to pull patient information to dispense medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.